Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had hypoglycemia. Blood glucose level was 2.2 mmol/l. No further details given regarding low blood glucose. Customer mentioned that there was a difference between sensor glucose and blood glucose value, however insulin delivery was not suspended by the sensor glucose value. Insulin pump will not be returned for analysis.